Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter percutaneous transluminal angioplasty (pta) was difficulty to deflate. There was no reported patient injury. It took fifteen minutes (15 min) to deflate and the procedure completed successfully. The saber pta was delivered to the stress-free lesion and inflated. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
During use, it was reported that the saber balloon catheter percutaneous transluminal angioplasty (pta) was difficulty to deflate. It took fifteen minutes (15 min) to deflate and the procedure completed successfully. There was no reported patient injury. The saber pta was delivered to the stress-free lesion and inflated. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used. The device was not returned for analysis. A device history record (DHR) review of lot 17616865 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation difficulty reported could not be determined. Based on the limited information available for review, procedural/handling factors may have contributed to the reported event. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.